Event description:
It was reported that the pt woke-up this morning and she no longer had stimulation. The pt's lead impedance measurements were greater than 4,000 ohms on some of the bipolar pairs. All combinations with electrode 2 were greater than 4,000 ohms. All the other impedances were within normal range. The pt was reprogrammed and felt stimulation in the correct place but it was set a little higher than usual. It was later reported that the pt rec'd some coverage but it was not consistent and not as good as initial placement. Further info is being requested from the hcp.